Event description:
The hospital reported that during the saphenous vein harvesting procedure, fluid built up at the cone tip end on two uniport plus. The case was converted to an open leg technique to complete the procedure. No additional patient complications were reported. This report is for the first devie that leaked and a subsequent unit was used to attempt completion of the procedure.